Event description:
It was reported that an unspecified number of syringe 1.0ml 30ga 1/2in uf experienced a breach in sterility which was noted during use. The following information was provided by the initial reporter: material no: 328411 batch no: 8099977. Verbatim: spouse of consumer reported one bag of syringes short, missing one syringe, two other syringes missing needle shields. Consumer also stated that she was stuck by the needle while she was handling the bag, the bag was unopened but had holes in it as though it was chewed up. Date of event: unknown.

Manufacturer narrative:
Investigation: customer returned (10) 1cc, 12.7mm, 30g syringes in a sealed poly bag from lot # 8099977. Customer states that one bag of syringes short, missing one syringe, two other syringes missing needle shields and she was stuck by the needle while she was handling the bag, the bag was unopened but had holes in it as though it was chewed up. The returned poly bag was examined and exhibited holes in the poly bag with 2 syringes without the shields, exposing the cannula, which could lead to a needle stick. A review of the device history record was completed for batch# 8099977. All inspections were performed per the applicable operations qc specifications. There were eight (8) notifications [200755087, 200754496, 200754495 200754552, 200754327, 200754404, 200754256, 200746146] noted that did not pertain to the complaint. - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (damaged poly bag and missing shield) - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (short count) process summary: this machine inspects for missing cannula, cannula height, point quality, zero line placement, and uv adhesive. It also supplies lube to the cannula, features two lumen blows, assembles the shield to the barrel/cannula assembly, and detects for missing shields. There were no quality notifications or maintenance dispatches pertaining to this defect during the production of this batch. Root cause cannot be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 1.0ml 30ga 1/2in uf experienced a breach in sterility which was noted during use. The following information was provided by the initial reporter: material no: 328411 batch no: 8099977. Verbatim: spouse of consumer reported one bag of syringes short, missing one syringe, two other syringes missing needle shields. Consumer also stated that she was stuck by the needle while she was handling the bag, the bag was unopened but had holes in it as though it was chewed up. Date of event: unknown.